Event description:
Cracks and fluid leaks occurred during use of this product; 200 units were affected; physical devices were not returned, and no photographs are available.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.